Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely off; the nurse was instructed to use the switch on the back to power cycle the unit and to try different outlets, but there was no success. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was turned off. A field service engineer identified that main drawer 6.1 was causing the station to shut down, replaced the drawer controller, after which the station powered back on and resumed normal operation. Hardware test application (hta) test was performed and completed successfully. The system functioned as intended after the field service engineer repaired the device.